Event description:
Event description cpi received information that this endotak lead (0074) had an'insulation problem'. An invasive procedure was performed, the rate sensing portion of the (0074) lead was capped, and the high voltage portion remains active.